Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patients ipg was at end of service. Patient underwent surgical intervention on (B)(6) 2023 wherein the patients ipg was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
The ipg was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.